Event description:
Information received by medtronic indicated that customer reported insulin flow block. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on (B)(6) 2021 20:39:05.000 no delivery alarm were recorded. On (B)(6) 2020 22:30:41.000 through (B)(6) 2023 20:38:00.000 over 20 no delivery alarms were noted. However, no alarms noted during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Force sensor zero offset within spec(22.6mv). Unit may have had an intermittent failure not detected during our testing. Unit was received with: serial number label damage (stained and faded), battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. In conclusion customer concerns were not confirmed. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms during priming noted. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.